Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was moderately calcified, mildly tortuous and 90% stenosed. The lesion was pre dilated with a 2x12 semi complaint balloon and then stenting through radial approach at 16atm pressure with a xience prime 2.75x15. Post deployment of a xience prime stent, a dissection was observed. Another xience prime stent was used as treatment. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.